Manufacturer narrative:
(B)(4). Product registration ¿ additional/correction: remove incorrect line: stp-at-011 and replace with correct line: sw12300. H5 labeled for single use - additional/correction: change to "no." H6: type of investigation - additional/correction: please remove codes 3233 + 11 on initial (B)(4) and replace with correct codes: 4121 + 213 + 4315.

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. However, potential patient misuse occurred as the mobile device lost power. No injury or medical intervention was reported.

Event description:
It was reported that an app crash occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).